Manufacturer narrative:
Correction is being made to the initial report's submitted g3 - date received by manufacturer, which was not late. The correct g3 date of the initial submission should have been 06/11/2024 and not 06/10/2024, which was an entry error. H11: correction/additional information: on 06/11/2024 it was reported that black residue was found in the cleaning chamber of the oer-3 used at the facility to reprocess the scope (refer to manufacturer report number 9610595 - 2024 ¿ 13828) and a foreign object was found to be blocking the nozzle of the scope that was thought to have been reprocessed with this oer. The oer had a deteriorated part in the internal hose which had been scraped off and was coming out into the cleaning tank. The user performed the cleaning and disinfection process using a different device, and there was no impact on patients. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: d8, h3, h6. Corrected fields: b3, b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The customer's reportable malfunction was not confirmed. There was no trace of foreign material found. Olympus confirmed the customer implemented the reprocessing in line with the instructions for use. Based on the investigation results, the root cause could not be identified. However, it is likely that the defect resulted from incorrect or insufficient reprocessing methods, handling issues, or fragments from the deterioration of parts and equipment. The event can be prevented by following the instructions for use: the instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that it was a diagnostic procedure that was completed with a similar device.

Event description:
It was reported, the colonovideoscope had a foreign object blocking the nozzle of the scope. The issue occurred during reprocessing. There were no reports of patient involvement or harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.